Manufacturer narrative:
The customer troubleshooted the instrument with beckman coulter (bec) customer technical support (cts). The customer located cut tubing at pv37; replacement of tubing at pv37 resolved the leak and the lyse temperature errors. Bec field service was not dispatched for this event. (B)(4).

Event description:
The customer reported a coulter lh 500 hematology analyzer leaked blue fluid during instrument start up. The leak was not contained within the instrument. In addition, the instrument generated lyse temperature errors. The instrument operator was wearing gloves, a face shield, and a lab coat when the leak was found. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event and there was no impact to patient treatment.